Event description:
It was reported that here was a hole in the handpiece. This malfunction was discovered during a procedure. There was a procedural delay of one hour, due to which the patient was given extra anesthesia. There were no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.